Event description:
An advocate from (B)(6) stated his wife received a blood glucose reading of 25.0mmol/l on the contour link meter. The reading was not transmitted to the customer's insulin pump so insulin was not administered. The customer exhibited signs of hyperglycemia , was taken to the hospital and retested with a reading of 35mmol/l. She was admitted and given shots of insulin every three hours until she was discharged later that day. Customer is to return the meter for evaluation.